Manufacturer narrative:
The facility has not returned hill-rom's attempt to determine the resolution of the alleged deficiency.

Event description:
Information received indicates the foot hi/low function is drifting.